Event description:
It was reported that the insulin pump alarmed no delivery, and the alarm was resolved by a reservoir set change. The blood glucose reading was about 260 mg/dl, which was treated using the insulin pump. The customer stated that he had tried to use the reservoir several times to no avail, and he reported that he had to change the reservoir multiple times as well. He declined to return supplies for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.